Event description:
It was reported that liquid leaked past the bd syringe¿ with needle plunger rod before use. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "2019/12/11 a teacher in the general internal medicine clinic used a 2ml syringe to prepare the patient for injection and found that the liquid spilled from the plunger rod."

Manufacturer narrative:
Investigation summary bd has been provided with a photo and sample for catalog 301940 lot 1902131 to investigate this record. A leakage through the plunger rod was observed in this provide sample after evaluating under magnification. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review shows no indication of the alleged defect and considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the bd syringe¿ with needle plunger rod before use. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2019 a teacher in the general internal medicine clinic used a 2ml syringe to prepare the patient for injection and found that the liquid spilled from the plunger rod."